Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for coagulase negative staphylococcus (1 cfu/100 ml) but the test result cleared (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for enterobacter cloacae complex (>100 cfu/endoscope) during a routine surveillance culturing test at the facility. It was also reported that the subject device tested positive for the same bacteria (1 cfu/100 ml) in additional culturing test conducted at the facility on june 19, 2018. It was reported that the user facility had reprocessed using unspecified endoscope reprocessor (model name was not provided.) With peracetic acid. There was no report of patient infection associated with the event.